Event description:
5/17/00, pt was admitted for broken dialysis catheter which was repaired by surgeon. Catheter was used at least one time following the repair. On 5/22/00, pt went for dialysis and blood was noted to spurt from pt's wounds abnormally. Dialysis terminated. On 5/25/00, tesio perma-cath removed and new catheter placed.